Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a remote manager failure. A field service engineer performed cleaning and lubrication of the mini switches on the latch to enhance the functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, the remote manager failed and was unable to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.